Manufacturer narrative:
(B)(6). The lot was manufactured september 5, 2017 - september 7, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered before patient use. The infusor was filled with 10800mg benzylpenicillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.